Event description:
It was reported via facility medwatch mw5109928 that following implant procedure the patient was unable to urinate. It was also reported that the patient was treated in emergency room (ER) for catheterization. The device was remain implanted.